Event description:
On (B)(6) 2012 at bell land general hospital in (B)(6), it was reported that a red particle was found in the arterial filter quart hbf-140 j during priming procedure. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The foreign particulate matter originated from an abrasion of the red stopcock. Manufacturing identified the root cause and polished the molding tool to cease abrasion. A diameter reduction of the stopcock holder has been implemented to cease further red particulate matter. (B)(4).